Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right atrial (ra) lead exhibited oversensed noise. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of oversensed noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the outer insulation to be breached causing the outer coil to be exposed adjacent to the connector boot. The damage is due to the excessive bending pressure applied to the lead when implanted. The cause of the reported event was isolated to the exposure of the outer coil at the breached region adjacent connector boot.